Event description:
It was reported during implant the ventricular lead had poor sensing and was repositioned. When testing the lead, the patient's blood pressure and oxygen saturation values dropped and a cardiac perforation were confirmed with an echo cardiogram. Pericardiocentesis was performed and the patient's vitals returned to normal. The lead remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).